Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had jumped and was high. Isometrics and pocket manipulation were done and no noise or impedance variations were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead pacing impedance was varying. The lead was capped and replaced. No patient complications have been reported as a result of this event.